Event description:
Pt had abdominoplasty on (B)(6) 2014. The week of (B)(6) 2014, she began experiencing wound complications. Separation of the incision occurred with wound tunneling developing up to 12 cm below the skin. Sutures could be seen coming through the wound. This continued with approx 9 wounds opening with some dehiscence. Pt has been treated, and continues to be treated, by wound specialist. The medical opinion is that either the pt rejected the sutures used, or there was a flaw in the suture that caused failure. Suture pieces are continuing to come through the wound at this time as the wound continues to heal. Post complications, pt required wound treatment with wound vac.